Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device breakage ("fractured implant") and uterine perforation ("migration, perforation") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(4) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, uterine perforation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device breakage, ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device. Linked second pregnancy case (B)(4). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.